Event description:
Product analysis was completed for the generator and lead, and no anomalies or indications of device failure were found. There is no evidence to suggest an anomaly with the generator and returned portions of the lead which may have contributed to the stated complaints. No additional information has been received to date.

Event description:
It was reported by the patient that she needs her vns totally removed per her neurologist because it is not helping seizures and is giving her other problems. These problems are chest pains, tremulousness, and a knot in her throat. At this time it is unknown if the issues are occurring with stimulation or the presence of the device. The patient underwent generator and lead explant. The devices have been received for product analysis which is currently underway but has not been completed to date. No additional relevant information has been received to date.